Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd ultra-fine needle hub separated from the bd insulin syringe. This occurred 2 times during use. The following information was provided by the initial reporter: "pet owner reported the needle shields are really tight to remove. Stated when he removes them the whole needle component comes off with the shield. Stated yesterday this happened to him twice."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 0177630 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications [20090735, 200899656] noted for shield pull. There were four (4) notifications [200899905, 200900817, 200901067, 200899210] noted that did not pertain to the complaint. H3 other text : see h.10.

Event description:
It was reported that the bd ultra-fine¿ needle hub separated from the bd insulin syringe. This occurred 2 times during use. The following information was provided by the initial reporter: "pet owner reported the needle shields are really tight to remove. Stated when he removes them the whole needle component comes off with the shield. Stated yesterday this happened to him twice."